Event description:
It was reported the patient presented for implant procedure. During surgery, the suture sleeve detached from the lead and was left in the vein. The procedure was completed using a different lead. The patient was in stable condition.